Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative regarding a patient receiving hydromorphone (6 mg/ml at 0.65 mg/day) and bupivacaine (21 mg/ml at 2.275 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported overinfusion occurred. There was a volume discrepancy in which the actual residual volume (arv) was 1 ml and the expected residual volume (erv) was 16.3 ml. The hcp noted it could not be related to a pocket fill or programming error. To confirm that all the drug was removed, the hcp filled the pump with saline twice and aspirated twice that volume injected. The pump was also refilled with a new 40 ml of drug following that. At the last refill, 40 ml of reservoir volume had been injected. The previous refill was on (B)(6) 2015 and all was normal during that refill. There was no volume discrepancy (erv of 23.1 and arv of 23), no symptoms, and no suspected pocket fill at that refill. The patient did have a slight increase in pain in (B)(6) 2015 that was likely caused by an abdominal hernia that the patient had. It was further reported the patient awoke on (B)(6) 2016 with sedation and nausea, was feeling poorly and reported to the managing doctor. The patient was admitted to the hospital and the doctor would likely change the pump. The patient status at the time of this report was unable to be obtained. The patient had a bridge bolus programmed for 96 hours because of a drug concentration change at the refill on (B)(6) 2016. The bridge bolus was cancelled and the pump was refilled with preservative free normal saline (pfns) and programmed to the lowest simple continuous infusion mode on (B)(6) 2016. The hcp attempted to do the removing system contents procedure and was unable to aspirate from the catheter access port (cap). On (B)(6) 2016, the patient still had some sedation so the pump was programmed to minimum rate mode. It was noted there were no programming errors. It was noted when the hcp refilled with pfns there was no volume discrepancy with that refill. It was later reported the cause of the volume discrepancy was not determined and all previous telemetry was reviewed with no explanation found. The actions/interventions taken included refilling the pump with 40cc and monitoring the patient over the next month. The patient did experienced nausea/inability to void the next day due to an increase in bupivacaine. The volume was checked with no variance found and would be monitored. It was noted the patient was scheduled for a pump and catheter replacement on (B)(6) 2016. The patient symptoms resolved once the pump was put to minimum rate. However, the revision/replacement was cancelled as the patient was doing well and the doctor was planning on leaving saline in the pump and doing nothing for now. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.